Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echocardiography (tee) imaging appointment 53 days post procedure, the closure device changed in its position. The medial and inferior sides of the closure device protruded proximally towards the left atrium and the closure device was tilted. The other side of the closure device remained in the laa. No patient complications were reported and the plan is to continue follow up observations.